Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an unidentified white element inside the sleeve, which was believed to have fallen into the patient eye during cataract surgery with intraocular lens implant. The procedure was completed on same day, but details were unknown. There was no information about patient impact. This report pertains to the sleeve involved in reported event.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation; however, a photo was provided which showed for a reported event. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and photo received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. Although the attached photo confirmed the reported white material on the sleeve, the root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time, as the reported product was not returned for physical evaluation and the available photo evidence was insufficient to determine the origin of the foreign material. Without the device or the flushed material for analysis, the presence and source of the white particulate cannot be confirmed. If additional relevant information, including return of the product or associated materials, becomes available, the complaint investigation will be re-evaluated. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).